Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the three most distal stent rows were misaligned and damaged and struts form the most distal stent row were raised outwards proximally from the balloon. This type of damage is consistent with the stent encountering resistance during advancement of the device. The ro markerbands were examined and there was no damage noted. A visual and tactile examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the outer and hypotube were kinked at several locations along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-feb-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). Following pre-dilatation with a 1.5x12mm balloon, a 24 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. After several attempts, the procedure was stopped and the patient was sent for coronary artery bypass graft (CABG). No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.